Event description:
It was reported during scheduled biliary catheter exchange, it was noticed the distal tip of this catheter had detached and remained in the pt. Successful percutaneous retrieval utilizing a snare followed. Another catheter was successfully placed for continuation of treatment. The pt's condition is good. This device was destroyed by the user facility. Therefore, no failure analysis will be available. As a lot number was not provided, a device history search could not be performed. Co's follow up revealed this catheter was in place for 3 months. User technique and/or pt anatomy may have contributed to this event, however co is unable to determine the exact cause for this event. Co's directions for use state: "the catheter should be evaluated by the physician on or before 90 days post-placement."